Manufacturer narrative:
The clinical application specialist (cas) provided feedback on the event stating the surgeon was using an ophthalmic viscoelastic device (ovd) intra-operatively only once during cases and has a habit of working in the (ac) anterior chamber. The cas requested the surgeon to use the ovd multiple times during the case and informed the surgeon to use a good quality dispersive viscoelastic (for coating the endothelial cells in a shallower ac). The cas has confirmed that with these suggested changes, there have been no recurrent events. Additionally, the surgeon has confirmed this coaching to be beneficial. The company service representative examined the system and was unable to confirm or replicate any system nonconformity with may have contributed to the reported event. The company service representative has examined the system several times and has confirmed the system meets company specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event can be attributed to surgical technique. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with post-operative corneal edema and descemet membrane folding in the right eye post laser assisted cataract surgery. The surgeon stated the surgery went well. Topical steroid dosage was noted as being increased. The patient is scheduled for additional follow up. Additional information has been requested.